Event description:
An employee was pushing the surgical cart when one of the wheels snapped off and was about to fall on a pt. An employee stepped in to prevent this unit from failing and ended up sustaining minor back injury, which did not require tratment or hospitalization.